Event description:
It was reported that an hour after implant, the right ventricular (rv) lead dislodged. It was noted that the patient had severe tricuspid regurgitation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).